Event description:
I switched from the dexcom cgm to the freestyle libre 3+ about a month ago. My first sensor worked great and stayed active for the full 15 days. The second sensor worked for 6 days and then started showing readings up to 100mg/dl lower than my finger sticks then the sensor shut down and gave an error message saying to replace it "for my safety." My rx is only for 2 sensors per month, so I was ineligible to refill it. I submitted the online replacement request through abbott, and they shipped me a new sensor with a package to return the defective one, but I haven't received it yet. My pharmacy ended up being able to give me a partial refill, so I applied a new sensor last night. It worked for about 6 hours, before the sensor failed and gave the replace sensor message overnight. So now I just had to submit another failure report/replacement request with abbott this morning, while still waiting for my first replacement sensor to arrive (hopefully today)! Patient codes: 4580. Device codes: 1506, 2460,1480. Reference report mw5175089.